Manufacturer narrative:
(B)(4). Service 3043 for laser system 10/20/2010. Both products were found to be functioning 100% according to specs, and were fit for purpose. Medart were informed 16 months after the actual procedure. Medart were trying to collect all relevant data. This was very difficult: 6 months after the initial information to medart, the case were closed at medart, as the third-party doctor (B)(4) concluded the problem being due to the actual handling of the scanner during the procedure. (B)(6) has been instructed to follow the recommendations in the labeling for the devices. We have not before or after this case had any events of the same kind. (B)(4).

Event description:
Pt claim to have received scarring after procedure with co2 laser for re-surfacing. The scarring is formed as stripes on the cheek. The pt was after the event inspected by an independent doctor. The first conclusion was that the striped scarring occurred due to the laser procedure. Later the conclusion were adjusted to indicate a combination of handling the product, and using only one pass. In the labeling of the product, it is recommended to ensure no overlapping and to use more passes in order to avoid scarring. This recommendation were not followed.